Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip wouldn't form when fired. The clips stayed in the open position and the jaws wouldn¿t close correctly. Therefore, the clip applier and trocar needed to be removed as a whole to remove the device. The surgeon was firing on the cystic duct and artery at the time. No increased force to fire was noted. Another like device was used to complete the procedure. Surgery was prolonged ten minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.